Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The subject device was returned to an olympus service center for evaluation and the suggested event (intermittent image) was confirmed. The intermittent image issue was found to be caused by a faulty cp board (printed circuit board). Based on the results of the legal manufacturer's investigation, since the device was manufactured over 12 years ago, it is likely the cp board failed due to aging / deterioration of the components of the cp board over time. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the preparation for use, the endoscopic image became intermittent. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.